Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured high shocking impedances. Pocket manipulations and arm movements did not produce noise. These high impedances were also noted a few days ago when measured.